Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was observed on an asymptomatic patient's pacemaker on (B)(6) 2021. This noise was reproducible with isometric testing, and it was believed that the right ventricular lead was damaged. During the lead revision procedure, it was observed that the lead was working as intended, and the cause of the noise was attributed to blood in the header of the patient's pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition throughout the event. This device was reported to be subject to assurity and endurity pacemaker header anomaly advisory issued by abbott on (B)(6) 2021.